Event description:
Smiths medical intl ltd, has been notified of an event of leakage after introduction. The leakage was at the connection of cuff to tubing. The unit was pretested per the instructions for use. The tube had to be changed after ten days in use due to the leakage. No adverse outcome.